Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of low results. Customer states she feels well and does not require any medical attention at this time. The customer's expected blood results are 150-180mg/dl fasting. Verified the strips expire 10/15/2017. Customer confirms the strips were first opened in august 2015 and have been stored properly. Customer performed a back to back blood test 181mg/dl and 177mg/dl fasting. Reviewed meter memory (B)(6). The customer is concerned with the results of 39mg/dl and 38mg/dl on (B)(6) 2015. No adverse event reported.

Manufacturer narrative:
(B)(4) investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had a poor fill.

Event description:
Customer complains of low results. Customer states she feels well and does not require any medical attention at this time. The customer's expected blood results are 150-180mg/dl fasting. Verified the strips expire 10/15/2017. Customer confirms the strips were first opened in (B)(6) 2015 and have been stored properly. Customer performed a back to back blood test 181mg/dl and 177mg/dl fasting. Reviewed meter memory: 1:124mg/dl (B)(6) 2015 06:55:00 am fasting:yes. 2:39mg/dl (B)(6) 2015 03:31:00 am fasting:yes. 3:38mg/dl (B)(6) 2015 03:35:00 am fasting:yes. 4:141mg/dl(B)(6) 2015 10:00:00 pm fasting:yes. 5:141mg/dl (B)(6) 2015 10:01:00 pm fasting:yes. The customer is concerend with the results of 39mg/dl and 38mg/dl on (B)(6) 2015. No adverse event reported.